Event description:
The user facility reported a hose disconnected causing water to leak onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed that the hose between the customer's water supply connection and the big blue filter housing came off at the hose clamp/barb connection. The technician noted that there was a floor drain which contained most of the water but due to the angles of the flooring some water did not go down the drain and traveled to the other side of the room. The technician replaced the hose and barb with a factory crimped hose, ran a processing and diagnostic cycle and returned the unit back to service; no further issues have been reported.